Event description:
It was reported that the motor not running error occurred. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The bottom case seal was removed and plunger case seal was intact. Top and bottom cases are in excellent condition. No visible contamination. The event history log had motor not running error. The technician performed an occlusion test and the error was duplicated. The root cause of the reported problem was the main printed circuit board. The optical motor sensor on the main board was not completely soldered, which caused intermittent motor not running error. The issue was caused by the supplier and the main printed circuit board was replaced.